Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, c code and manufacturer narrative. Investigation summary: the reported complaint that the pcu had error code 132.3000 was confirmed based on the review of the logs and replicated during laboratory testing. Laboratory testing observed that the suspect pcu automatically entered the maintenance mode software when initially powered on. Approximately two (2) minutes after initializing, system error code 132.000 was detected. During external inspection of the suspect pcu, the tamper switch boot was observed to be activated, stuck to one side (right), and not aligned to the center of the tamper switch shroud. When the pcu tamper switch boot was unstuck from its original activated position and powered on, the system did not display a system error. The preventive maintenance task was performed on the suspect pcu and failed the inter-unit-interface (iui) connectors test based on the external inspection. All other tests passed successfully. Laboratory testing replicated the error condition by manipulating the tamper switch in the stuck-(on) position, and powering on the pcu. The pcu entered the maintenance mode software again after being turned on. Approximately two (2) minutes into the test, the pcu alarmed 132.3000 with the only option being the system off softkey. Although the reported event date was 18jul2023, there were no entries in the event or error log on 18jul2023. Based on a review of the pcu event log, the system error occurred on (B)(6) 2023. On that day at 12:12 am, the current infusion rate was updated to 6.5ml/hr for drug ID: 283; insulin actrapid (intensive care). At 12:25 am, the tamper switch was pressed to lock the pcu panel. At 12:26 am, the system alarmed system malfunction (error code 132.3000). The pcu was powered off. A review of the pcu error log identified an error code 132.3000 was recorded on (B)(6) 2023 at 12:26am. It is suspected that the error is associated to the reported incident. Inspection of the device showed signs of contamination of an unknown solution throughout the pcu device, and around the tamper switch. The tamper switch was found to be sticking in the on position during external inspection. The tamper switch was disassembled from the suspect pcu, revealing contamination on the switch pin outside and inside of the tamper switch boot. Risk assessment (B)(4) was created to assess the risk of stuck tamper switches. Bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices, bd alaris¿ system cleaning audit, bd alaris¿ system cleaning checklist, bd alaris¿ system iui inspection quick reference, bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020. The best practices for cleaning alaris system devices tip sheet recommends during the cleaning process to not allow the cleaner to collect on the instrument and to not use an oversaturated cloth. Be sure to squeeze out excess liquid. Do not allow cleaning solutions to collect on the instrument. Residual buildup might cause the moving parts to become sticky and hinder their operation over time. Use a dedicated soft-bristle brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. Do not allow the cleaner to collect on the instrument. Testing and inspection of the incident administration set could not be performed; the incident administration set was not returned for this investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the error code 132.3000 is attributed to a stuck tamper switch on the pcu. Note that imdrf annex a040502, a1801, c0601, d02, d15 and g02035, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pcu had error code 132.3000. There was no information on patient involvement. Although requested no further information was available.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pcu had error code 132.3000. There was no information on patient involvement. Although requested no further information was available.